Event description:
It was reported there was a shocking or jolting sensation. It was noted this occurred when the patient would sneeze and she started to notice this about one week prior to report. It was logged the patient had a car accident but did not say when that occurred. It was reported the patient saw their doctor and a manufacturer representative several months prior to report and was told everything was okay.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).